Event description:
It was reported that approximately five years seven months post vena cava filter deployment, a CT scan demonstrated one filter limb extending beyond the caval wall, overlying the posterior wall of the third portion of the duodenum. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately five years six months post filter deployment, the patient allegedly had a cardiac catheterization that revealed that there was a two cm wire fragment that was seen in the right ventricle apex of the heart near the pacer lead. Furthermore, it was alleged that there is a filter limb that has punctured the vena cava and lies over the third portion of the duodenum. Additionally, the patient allegedly has had CT scans performed. The device and filter fragments have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years seven months post vena cava filter deployment, a CT scan demonstrated one filter limb extending beyond the caval wall, overlying the posterior wall of the third portion of the duodenum. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for perforation of ivc wall by filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years seven months post vena cava filter deployment, a CT scan demonstrated one filter limb extending beyond the caval wall, overlying the posterior wall of the third portion of the duodenum. There was no reported patient injury.